Event description:
The customer reported via phone call that they had a compromised force sensor system alarm on the insulin pump. It was found the drive support cap was sticking out. The customer also reported there was an open circle on the insulin pump's screen. Customer's blood glucose was 355 mg/dl. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed the displacement test. Compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.